Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there were situations in which estimated values provided by the eversense 365 app were entered as calibrations rather than true bg values, possibly by accident. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, the user was advised to continue using the system and to enter calibrations with the exact value reported by the bg meter and the exact time at which the bg was measured. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.